Event description:
It was reported that the insulin pump stopped working after it was dropped on the ground. Nothing further was reported.

Manufacturer narrative:
The display was blank due to an problem isolated to the interface board.